Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is received. No image or video clip for the reported event was submitted for review as of the date of this report. Based on a review of the site's procedure history, two da vinci procedures were performed on the event date provided, however it is unknown which procedure is associated with the reported event. A review of the logs for both procedures revealed no relevant errors. This complaint is being reported due to the following conclusion: a patient underwent a da vinci-assisted radical prostatectomy procedure and sustained severe port site burns which required subsequent hospital visits and other unspecified medical treatment. The cause of operative complication is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that a patient underwent a da vinci-assisted radical prostatectomy procedure and sustained severe port site burns which required subsequent hospital visits and other unspecified medical treatment. Metal cannulas were used during the procedure. The cause of the complication is unknown. The initial reporter indicated that monopolar energy directly coupled with a bipolar forceps instrument and the bipolar instrument delivered monopolar energy. The specific monopolar and bipolar instruments associated with the reported event are unknown. The customer stated that no instruments will be returned as there was "no mechanical defect." During the case, the grounding pad was placed near the left thigh. No abnormalities were observed with the grounding pad. It is unknown if double-cannulation was used during the procedure. It is also unknown if any arcing of energy was observed in this specific case, the burn marks were observed on the incision port above the umbilicus. The burn marks were identified on post-operative day (pod) #3 while a drain and skin protection seal were being removed. The burned tissue was describe as being whitened and ulcerated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2022, intuitive surgical, inc. (Isi) received images from the customer about the reported event and the following additional information was received: the images provided by the customer were reviewed by isi clinical development engineering (cde) and the following information was obtained: in the attached images, irritated and ulcerated skin tissue is seen. Per the xi system user manual, port site burns may result from using instruments to energize other instruments. It is also possible that the port site burns are not actual thermal injury, but rather pressure injuries resulting in necrotic tissue which can resemble a burn. This is often the result of port site incisions that are too small. Without seeing the setup used during the procedure or having further detail, the root cause of the burns cannot be determined.